Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced bent cannula which leads to high blood glucose treated by correction bolus through pump. This event occurred on 06-mar-2026. No further information available.